Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed defective flexvision pc. The fse replaced flexvision pc and hard disk. After replacement of the parts, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the system did not start up. The system was not in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.